Event description:
Litigation papers allege severe physical distress and injury, emotional distress and injury; incurred medical and other expenses and she has suffered loss of enjoyment of life.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.